Event description:
A perforation, a pericardial effusion and a cardiac tamponade was reported. It was reported that a versacross access kit for laac was selected for use during a watchman procedure. Pre-procedure imaging confirmed there was a pre-existing small pe noted prior to the procedure. Venous access was obtained and intracardiac echocardiography (ice) and fluoroscopy imaging was utilized for transseptal puncture (tsp). The non-boston scientific ice catheter was being utilized in the right ventricular outflow tract (rvot) for tsp puncture which was performed using versacross transseptal access system through the watchman trusteer access system (was). It was noted the vcc 230cm pigtail wire was not pulled back more than once during the procedure. The was was advanced in the left atrium (la) and a 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted in the laa. An effusion sweep was performed on imaging and the pre-existing pe was noted to be unchanged. The procedure was concluded. 45 minutes post index procedure, hypotension was noted, and a pe was noted on transthoracic echocardiogram (tte) imaging that had not been present at the time of the procedure. Cardiac tamponade was also noted, and a cardiac perforation was suspected. A pericardiocentesis was performed and 950cc of dark red blood was removed from the pericardial space. The patient was transferred to critical care for observation in stable condition and was later discharged. Product has been disposed. The physician suspected a cardiac perforation occurred as a result of the non-bsc ice catheter being used in the rvot for imaging prior to tsp. It is believed that the perforation would have either occurred prior to transseptal puncture, or at the conclusion of the case when checking for effusion. More than one attempt to drop from the svc onto the fossa. The physician did make multiple attempts to tent the fossa at an optimal position. When dropped too inferior, the versacross rf wire was used to re-access the svc and drop down again. Physician ended up crossing mid/mid location and crossed safely into the la with the versacross devices and ultimately the trusteer sheath. The versacross rf wire was noted to be misshapen. A second kit was opened, and a new pigtail wire was utilized to cross the septum. It seemed to function appropriately. Act therapeutic during the procedure - 360 seconds.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the second versacross rf wire.